Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance measurements greater than 3,000 ohms. It was also noted that the patient was in atrial fibrillation (af). Pacing and sensing was programmed to bipolar configuration. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).